Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(4) and (B)(4). At 11:18 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 31 mg/dl. After this measurement, the patient was provided four ounces of juice and 15cc of d50. At 11:27 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 129 mg/dl. At 11:29 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 87 mg/dl. At 11:32 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 77 mg/dl. The site staff believed the value of 77 mg/dl was more accurate and the values of 129 mg/dl and 87 mg/dl were not. Controls were run and passed on the meters within 24 hours of the performed patient measurements.